Event description:
Report was received that the patient's ipg was flickering on and off. Although the bsn sales representative confirmed the device was working properly, the physician decided to replace the ipg. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.